Event description:
A company representative attended a custom distal femur implantation on (B)(6) 2104. During the procedure, the surgeon reported difficulties securing an axle cap the place. The surgeon was unable to secure either axle cap provided in the first box. A second box of axle caps was available and the axle cap was successfully secured to the lug. It was reported that there was a maximum delay of 10 minutes during the procedure while the second box of axle caps was obtained and the axle cap was secured into place. There were no pt complications reported.

Manufacturer narrative:
The surgical procedure was successfully performed with no reported complications or patient consequences. The axle cap was not provided to stanmore, which could have served to confirm the complaint. Therefore a determination as to the cause of the reported event cannot be definitively determined. This complaint is being closed, and is being tracked and trended.

Event description:
A company representative attended a custom distal femur implantation on (B)(6) 2014. During the procedure, the surgeon reported difficulties securing an axle cap in place. The surgeon was unable to secure either axle cap provided in the first box. A second box of axle caps was available and the axle cap was successfully secured to the lug. It was reported that there was a maximum delay of 10 minutes during the procedure while the second box of axle caps was obtained and the axle cap was secured into place. There were no patient complications reported. This is a supplemental report to 3004105610-2014-00024 (B)(4).

Manufacturer narrative:
The axle caps are not available for investigation as the facility discarded both axle caps. However, the axle cap batch number has been provided. The complaint investigation is ongoing. A supplemental report will be provided. Note: this product is similar to mets distal femur approved in united states under k121029.